Manufacturer narrative:
Follow-up # 1 date of submission 09/25/2013 - device evaluation:the pump has been returned and evaluated by product analysis 09/06/2013 with the following findings: the keypad was found to be fully intact; there was no peeling or damage observed. During testing, the down arrow, ok and contrast keypad buttons were found to be intermittently unresponsive; the up arrow keypad button responded appropriately. There was evidence of contamination found under all key contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an unresponsive "up" button. The button must be pushed "10-12 times" before a response. The issue began the day before the complaint was filed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.